Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 325cc textured mentor siltex round moderate profile saline breast implant experienced left-sided implant deflation postoperatively. As a result, the patient underwent explantation and replacement with like device, catalog # 3542650, on (B)(6) 2010.